Event description:
Information received indicates, the hi/low function is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the head hi/low valve. He replaced the valve to repair the bed.